Event description:
It was reported the patient was not getting desired therapy results, but the patient had shown no signs of withdrawal. It was noted they had been continuously decreasing the dose to determine if the patient really needed the pump. The doctor lowered the patient¿s dose and saw no effect. The healthcare provider (hcp) had started lowering the dose somewhat recently, but when or why was unknown. There were no alarms and they had not experienced any volume discrepancies at refills. The patient¿s most recent pump refill was in february. No diagnostic studies were performed. It was noted they confirmed via x-ray that the catheter appeared to be in place. It was suggested they confirm the catheter was patent as opposed to having the patient come in every week for a dose adjustment downward. The hcp accessed via the side port and when they tried to withdraw they did not get cerebrospinal fluid (csf). They only got the volume of the catheter back. They were unable to aspirate the catheter on (B)(6) 2015. It was further reported the patient was not having therapeutic effect and it was unknown how long this had been going on for. The pump was nearing end of life and the patient was not going to have the pump replaced; however once the catheter was not patent the patient's mother decided she wanted the device removed. The patient¿s mother was upset because the hcp would not perform or check her son with fluoroscopy to see where the catheter tip was located or to see where the drug was going. She wanted to find another provider to assist with getting the system checked via fluoroscopy. It was also noted they had been testing the pump to see whether it was working or not for a while. They decreased from 1500 mcg/day to 96 mcg/day and ¿could not go lower unless they change something out.¿ the pump may be removed; however there were not a lot of doctors who wanted to work with the pump. The patient had a CT scan last week and showed the catheter was not working so the ¿pump was broken.¿ the operative report showed the doctor placed the catheter at t2 level and now showed at t7. It was further reported the catheter was ¿not working¿ and that the device was ¿broken.¿ the patient was ¿doing 100% better without the medication.¿ the patient¿s mother was concerned about where the drug had been going since it was not intrathecal and what would the long term effects be. The pump was being used to deliver gablofen. The cause of the event, if intervention occurred, and patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711 lot # n160642004, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n160642004, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure had occurred. The patient experienced withdrawal, spasticity, and seizures. Explant surgery occurred on (B)(6) 2015. No further complications were reported/anticipated.